Event description:
It was observed during the device inspection, the front panel pressure indicators of the insufflation unit did not work. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, definitive root cause for the reported failure mode could not be determined. However, investigators believe that the reported event may have been a result of a defective led due to failure of the front panel unit. Olympus will continue to monitor the field performance of this device.